Event description:
In afternoon, nursing noted a pump malfunction (channel disconnect error) -- propofol, levophed, and vasopressin were not running. Epinephrine was running in a separate functioning channel. Patient's mean arterial pressure (map's) dropped. It took approximately 30 seconds for nursing to get in the room and turn the channel pumps to turn back on, which the channels then said "battery error" and the channels shut off. With re-initiation of pump, patient's maps did not improve. The patient continued to desaturate and became bradycardic which then progressed to asystole. Resuscitation was not attempted as the patient was made dnr (do not resuscitate) earlier in the day. Given the patient's clinical condition, it cannot be determined to what effect this hastened the patient's death.